Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received by the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coil). During the procedure, while attempting to advance a smart coil into another manufacturer¿s microcatheter, the smart coil would not advance out of its introducer sheath and into the microcatheter. Therefore, the smart coil was removed. After that, the physician was able to deploy and detach new smart coils and other manufacturer's coils into the ica. Next, the physician advanced a new smart coil through the microcatheter without any difficulty or friction. However, while attempting to deploy the coil into the ica, the microcatheter kicked out. Therefore, the smart coil and microcatheter were removed. There was no alleged deficiency against this last smart coil. The physician decided to stop the procedure at this point and did not want to re-access the aneurysm because they had already attained good results with the coils that were placed. It should be noted that the physician used a rotating hemostasis valve (rhv) and maintained a continuous flush during the procedure. There was no report of an adverse effect to the patient.